Event description:
A left peripheral nerve catheter was inserted earlier in the year, and removed five months later. After removal, during physicians inspection of the device, it was noticed by the physician that the catheter did not look complete, as the end of the catheter was missing.